Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2016, their receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention.no additional patient or event information is available.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on receiver on (B)(6) 2015. Patient reset the receiver and it resolved the issue. Patient did not report any injury or medical intervention.